Event description:
It was reported that the CT injector system fell from it's ceiling mount. The CT technologist was table side with the pt when the injector fell. The tech reached out at the injector to protect the pt and the injector hit the tech's hand/arm (pt was not hit). The tech was sent to the emergency room for eval. The hand was sore and bruised.